Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they were experiencing high blood glucose level 403 mg/dl and had insulin flow block alarm. The customer already called earlier and did troubleshoot for insulin flow block alarm, change set, patient stated that after doing set change he got another alarm in the middle of the bolus. It was unknown if insulin pump was on auto mode. Device will not returned for analysis.